Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately tortuous right common femoral artery was attempted using a starclose se device with a 5f sheath after a peripheral diagnostic procedure. Reportedly, the metallic part broke at the place the device splits the sheath. The device was described as "harpooning" and was found on top of the patient. The device broke prior to clip deployment. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device break was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of device break reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.